Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Gastric pouch. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? Yes< peri stripes. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was returned in good visual condition and with an ecr60d reload present. The cartridge reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. In addition, a photograph was returned for review. Based on the event description and the photographic evidence it is believed the device functioned properly, and the malformed and bunched up staples and tissue was the result of tissue flow. It is not believed the tissue flow was the result of one factor. It is possible that an interaction of two or three factors may have caused the tissue flow. Most likely of which would be the combination of the tissue and buttressing material thickness, coupled with the gel bond breaking loose during the firing cycle probably resulted in this complication. Note, cartridge selection could have been a factor as well, but not enough procedural photographic evidence to be sure.

Event description:
It was reported that during a gastric bypass procedure, on the third firing on the gastric pouch the device sound as if it fired correctly. When the device was opened, they found mingled staples inside the staple line and a partial cut line. The staple line was transected and over sewed. A new device was used to complete the procedure. There was no patient impact.